Event description:
Caller reported that insulin gauge displayed an amount different than expected, with a discrepancy greater than 30 units between displayed and expected values. There was no reported impact to the customer¿s blood glucose level. Technical support instructed the caller to contact them again for troubleshooting if the issue recurs.